Manufacturer narrative:
Batch review performed on 21-apr-2023. Lot 2210281: (B)(4) items manufactured and released on 25-oct-2022. Expiration date: 2027-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 weeks after the primary surgery, the patient came in reporting pain due to a periprosthetic bone fracture and the cause is unknown. The surgeon cabled the fracture and revised the stem, head and liner. The surgery was completed successfully.